Event description:
Additional information was received that review of remote interrogation data revealed that the device was functioning properly and that any episodes the patient had were not felt to have caused syncope. Additionally, the patient experienced shortness of breath (sob) and thought they received shock therapy, however, no shock therapy was delivered. The patient refused to be seen and the cause of syncope was undertemined.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.